Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was multiple high blood glucose and the 670g insulin pump is not allowing to do the correct amount of bolus when in auto mode as compared to the insulin pump was in manual mode. The blood glucose at the time of incident 300 mg/dl. Customer was tried to correct by doing manual injection or pump bolus. The insulin pump will not be returned for analysis.